Event description:
It was reported that the catheter was fractured. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During unpacking, a fracture was noted in the middle of the catheter. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During unpacking, a fracture was noted in the middle of the catheter. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The device showed damage in the form of stretching and a fracture located at the hub. There were also 4 kinks noticed located 114cm, 135cm, 140cm and 140.5cm from the hub. The device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.